Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, organ perforation, fistulae, recurrence, dyspareunia and neuromuscular problems. It was reported that patient underwent revision on (B)(6) 2013, for urethral sling mesh erosion, anterior urethra, 1 cm opening. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that the patient underwent another procedure on (B)(6) 2004 and monarc was implanted. It was further reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted concurrently with vaginal hysterectomy and cystoscopy due to dub with menorrhagia, sui, and possible interstitial cystitis. It was reported that the patient underwent a mesh removal concurrently with monarc placement on (B)(6) 2004 due to mesh on vaginal wall.